Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 ga x 1.00in sp with maxzero leaked it was reported by customer that the blood coming out of the top of the IV. Verbatim we had another issue with the blood coming out of the top of the IV. Please see below for the product information. I do not believe they kept it.

Manufacturer narrative:
Additional information in b5 investigation results a device history record review was completed by our quality engineer team for provided material number 383556 and lot number 4088972. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. There was no harm to the pt. However, the bed linen and pt gown was soiled with blood d/t it leaking out of the cath. Please ask to customer where was leakage occurred in catheter? Behind the wings, there is a reflux area, which is where the leaking came from.